Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a pre-existing chordal rupture for a mitraclip procedure. The first xtw (30919r1106) opened during establish final arm angle (efaa), before pulling the lock line. The clip opened several times and after troubleshooting. The clip angle was less than 20 degrees before opening and 30 degrees after opening. The clip was removed and replaced. The replacement xtw (30928r2056) passed first efaa of the deployment sequence, but opened during second efaa (after lock line removal). The clip angle was less than 20 degrees before opening and more than 30 degrees after opening. The clip was implanted. An additional clip was implanted for stabilization. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay.